Event description:
It was reported the patient stated the implant was not working at the time of report and that had been the case for years. It was stated the reason why it was not working was unknown and the patient stated they fell and may have messed up the leads. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: 2009-(B)(6), product type extension, product ID 3031a, serial# (B)(4), implanted: 2009-(B)(6), product type programmer, patient product ID 3093-28, lot# v192314, implanted: 2009-(B)(6), product type lead. (B)(4).